Event description:
As part of a retrospective complaint review associated with an investigation of low impedance events, the events in this complaint investigation were assessed for the possibility of a short-circuit condition in the implanted lead. Based on clinical symptoms and the diagnostic history of the pt's device, this file was found to be possibly related to a short-circuit condition. It was reported that the vns pt experienced intermittent acute pain on the anterior left side of the neck. The treating physician stated the pain was likely related to implantation and unlikely related to stimulation. However, current info may suggest a possible relationship to the short-circuit condition of the implanted lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.